Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that updating the software to the newest version resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: a710, lot# / serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported getting a validation error with the text, system detected invalid data in the device therapy data may be cleared (01 00 85) (04 02 01) (03 02 00) (08 08 00) (0a 02 00). The caller selected continue or exit workflow the caller wasn't sure which option was selected first. The caller then attempted to interrogate a second time, got the same validation error message, and selected the option that was not selected the first time (continue or exit workflow). The caller was not with the patient at the time of the call, no further troubleshooting was completed. A different rep did the implant case and he told the caller that he did not have any issue with interrogating the ins. The patient is planning to return for a follow up on apr 27th to have the ins turned on. Software version (B)(4).